Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Medical safety assessment: the consumer left a voicemail reporting that the needle broke off during an injection. Customer service returned the consumer¿s call, and she stated that after removing the needle from the injection site, she noticed the needle was no longer attached to the hub. She did not seek medical attention and reported no pain, discomfort, or other symptoms. The consumer also confirmed that she does not reuse needles. It is important to note that the consumer could not confirm whether the needle broke off inside the injection site or if it may have fallen to the floor. In an abundance of caution, this response proceeds under the assumption that the needle may have remained within the injection site needle breaking can occur due to a variety of factors, including, but not limited to physical stress during shipping or handling, manufacturing variations, improper injection technique, and injection site skin integrity such as lipohypertrophy. While needle breaking could be serious and require medical interventions necessary to mitigate the risk of potential complications, this event did not necessitate elevation in medical care. The retention of a fractured medical device component constitutes an adverse event. While no medical interventions were required in this case, the potential requirement for both diagnostic imaging and surgical intervention underscores the severity of the incident and the potential for patient harm if this event were to recur. Based on the information provided, this event meets the criteria for reportability to relevant regulatory authorities.

Event description:
Consumer left voicemail reporting that the needle broke off during injection. I returned consumer's call and she stated that when she removed the needle from the injection site, she saw the there was no needle on the hub. Consumer did not seek medical attention, she stated that there is no pain or discomfort. Consumer does not re-use. Lot #: 2054698 catalog #: 320550 date of event: unknown samples: discarded. Tmaik 20february2026: lot # 2054698 is not a valid lot. Unknown entered. As per customer response: lot number 2054698 directly from the box, and also the expiration date which is 2-28-27. Unknown update to lot # 2054698.